Event description:
It was reported to philips healthcare that the heartstart xl failed to discharge during patient event. There was no reported impact as a second device was used to complete the event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.